Event description:
The plaintiff's attorney alleges that the decedent experienced cardiovascular event and subsequently expired in (B)(6) 2010 after use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00287 and 1225714-2014-00288.